Event description:
It was reported to gore a 30 mm gore® cardioform septal occluder was selected to close a patent foramen ovale. It was reported the patient experienced neck pain during the procedure and cardiac tamponade post procedure. Approximately eight hours post implant a pericardiocentesis procedure was performed to treat a pericardial effusion. The device remains implanted and the patient was reported to be doing well. It was reported the physician felt the guidewire may have been the cause of the pericardial effusion.